Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not able to use the rondo because of no retention of the magnet. With the opus 2 the magnet strength had to be increased to #4. In addition in situ testing indicated that the device was no longer working within specification though the user reported that hearing was still okay.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Additionally, in situ measurements show one channel to be in status hi for yet undetermined reasons. A date for explantation surgery has not been made available so far.

Event description:
Possible device malfunction. The recipient reported hearing well with the device. No incident of accident or trauma was reported. No swelling or conditions at the implant site were noted. Re-implantation was recommended.